Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.1, lab: 14.0. Therapeutic range: 2.0-3.0. At 11 am: inratio=2.1 inr, 21.7 pt. Patient had bruising and swelling on neck/throat/leg; sent to hospital ER. At 1 pm: lab=14 inr, 147 pt. Pt has atrial fibrillation and started coumadin 2-3 weeks ago after a pe. Recently discharged from hospital; caller stated that pt's coumadin dose was stabilized in hospital prior to discrepancy. Caller did not perform test but did recently train nurse who tested pt.